Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was also reported that the patient had sepsis, pneumonia and fever. Additional information indicates that the suspected cause of the infection were moraxella bacteria and escherichia coli. Furthermore, based on the study report, the outcome of the event was the patient had recovered. There were no additional adverse patient effects were reported. The product remains in service.